Event description:
It was reported that a home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain step of peritoneal dialysis (pd) therapy, while the hp was connected. During troubleshooting, it was found that the hp pressed go to initiate therapy before connecting. The technical service representative (tsr) reviewed proper procedures, per the user manual, with the hp. The hp planned to complete therapy using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.